Manufacturer narrative:
Conclusions: the ace68 was ovalized approximately 127.0 and 129.5 cm from the hub. The total length of the ace68 was 131.5 cm. There was no visible damage to the distal tip. Conclusions: evaluation of the returned ace68 confirmed that the catheter shaft was ovalized. The root cause of the ovalization could not be determined. The non-penumbra guide catheter and non-penumbra stent retriever identified in the complaint was not returned for evaluation. Resistance was encountered while advancing a mandrel through the lumen of the ace68 and the mandrel could not be advanced beyond the proximal ovalization in the catheter shaft. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a percutaneous cerebral thrombectomy procedure in the internal carotid artery (ica) using a penumbra system ace 68 reperfusion catheter (ace68). During the procedure, the physician placed a guide catheter in the patient¿s internal iliac artery (iia) and the ace68 in the thrombus. The physician then began aspirating. While aspirating, the backflow stopped, so the physician removed the ace68 to clear it out. However, upon removal, the physician found that the tip of the ace68 had become ovalized, and the ace68 was ¿buckled¿. The physician then attempted to use another ace68 and a non-penumbra stent retriever; however, was unsuccessful in removing the thrombus. The patient was eventually successfully treated using percutaneous transluminal angioplasty (pta). There was no report of an adverse effect to the patient.